Event description:
The pt stated that while changing the insulin cartridge, he dropped it on the floor and inserted it in the infusion device anyway. He stated that while attempting to prime no insulin was coming out of the end of the infusion tubing. He stated that he then removed the insulin cartridge and found it to be cracked. He stated that he then changed the insulin cartridge and dried out the cartridge compartment of the infusion device and the device operated properly. The pt stated that on the same day the infusion device fell into the kitchen sink and was submerged in water. He again dried the infusion device and the device operated properly. No physiological effects were reported. The pt was advised to switch to his backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.